Event description:
It was discovered during testing that a spectrum pump alarmed constant upstream occlusion. It was also reported that there was no patient injury.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter rec'd and evaluated the device. The device was found to be out of specification in relation to the discovered symptom, which was reproduced. Constant upstream occlusion was confirmed and was determined to be caused by a failed ultrasonic sensor. The failed ultrasonic sensor was replaced.